Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the black box and alarm history showed a call service 064 alarm. This was duplicated during investigation. A crack in the battery compartment was found below the bumper pad. A display lens leak was found with evidence of moisture inside the internal pump on the display, on the motor flex connector, and on all boards. Due to the moisture damage the motor did not work. Unrelated to the original complaint, investigation revealed that the display was dim and pink. Additionally, the audio bolus button was torn/punctured but responded appropriately to user input. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.